Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's lead had a broken wire. Boston scientific technical services (ts) then encouraged to contact the physician. No adverse patient effects were reported.